Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on both the right atrial and right ventricular channels causing pacing inhibition. The physician believes the two non-boston scientific leads may be rubbing against one another thus causing the reported clinical observations. The patient had their own underlying junctional rhythm and did not notice the episode or suffer any harm. At this time the patient will continue to be monitored and pacemaker remains implanted and in service. No changes were made and no adverse patient effects were reported.

Event description:
New information received indicates that this device detected high out-of-range right atrial (ra) lead impedance measurements resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) recommended bringing the patient in for troubleshooting. Ts concurs with the physician that this appears to be a result of lead-on-lead abrasion. Additional information later provided from the field indicated no changes will be made to the system. No adverse patient effects were reported.